Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity, mild calcification and 99% stenosis in a shunt. The protective sheath was removed from the 4.0 x 40 mm armada 35 balloon without resistance. The armada 35 balloon catheter was advanced without resistance to dilate the lesion, but when attempting to inflate the balloon, pressure would not increase. The armada 35 was withdrawn from the patient anatomy to examine and a leak was noted from the tip and distal part of the balloon. A new armada 35 balloon was used to complete the procedure successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.